Manufacturer narrative:
It was reported that when the emergency drive (e-drive) is in the holder on the cardiohelp, the holder locking mechanism spins when it should not. The failure was detected during a two year maintenance procedure. No harm to any person has been reported. As there is a potential risk, that in emergency situations the patient cannot be supported via the hls set and emergency drive till a new cardiohelp is connected, a report is required. A getinge technician was sent for investigation on 2026-05-19. The cardiohelp locking kit was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The locking kit shows signs of wear and tear, as there are bumps on the metal casing. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: fail of device by mechanical force e.g. - caused by loose connections caused by: - unsafe position / mounting / movement of device, - wear / loosening of components. The e-drive can be fitted on holding devices or directly on the cardiohelp via the cardiohelp holder. According to the instruction for use (IFU) of the cardiohelp device, chapter ¿fitting the cardiohelp emergency drive¿, the e-drive coupling to the e-drive holder must by checked, by hearing an audible click. Additionally, in IFU chapter "check before every application", the emergency drive must be checked before use. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "e-drive locking kit unintended movement" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the USA during a two year maintenance procedure. It was reported that when the emergency drive (e-drive) is in the holder on the cardiohelp, the holder locking mechanism spins when it should not. No harm to any person has been reported. As there is a potential risk, that in emergency situations the patient cannot be supported via the hls set and emergency drive till a new cardiohelp is connected, a report is required. Complaint ID (B)(4).